Manufacturer narrative:
Duplicate MDR. Reference 3011491947-2019-00085.

Event description:
Duplicate MDR.

Manufacturer narrative:
Physician statement: doctor confirmed capsule contracture on the left side.

Event description:
Capsule contracture.